Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that contributed to the motor stalls. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable intrathecal pump was returned with no information. There was no complaint. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.